Event description:
Customer reportedly received the following results on the aviva system, compared to a lab result, within 10 minutes: 230 mg/dl (aviva) and 72 mg/dl (lab result). Customer was feeling dizzy before his test, but took some sugar and felt better. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.